Event description:
It was reported that two (2) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the membrane port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between december 11, 2023 and december 12, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.